Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified and moderately tortuous vessel in the proximal left anterior descending (plad) artery. The 3.5x15mm trek rx balloon dilatation catheter (bdc) had resistance due to the heavily calcified part at the entrance of the proximal lad but crossed the lesion. During inflation at 4 atmospheres (atms), the balloon was not pressurized and deflated. There was no resistance during withdrawal. The device was not soaked prior to use and the device was not prepared (air aspiration) outside the anatomy prior to use. There was no difficulty removing the stylet or protective sheath. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. It is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.